Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The event history log was unable to be reviewed as the product was not returned.

Event description:
It was reported that the device was alarming downstream occlusion. There was no reported patient involvement.

Manufacturer narrative:
E1 phone ext. (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.